Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during planning for a journey tka surgery assisted by cori, the system did not showed the notch warning when the surgeon was planning the cuts. The surgeon pinned the journey 5-1 block, used a saw and notched the femur anteriorly. As a result of the notched femur, the surgery was switched to a legion revision. The procedure was completed with the cori assistance with a significant delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Results of investigation: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives, and the case did not appear to have any abnormalities. There were no notch indicators present on any of the implant planning screens, therefore the reported notching could not be confirmed. The user must have physically seen the notching. Contributing factors that may have led to notching could be due to: the cut guide not sitting flush to the bone and introducing an angle with the saw that led to notching. The cut guide was shifted more posterior, creating a deeper anterior cut than anticipated. A size 7 cut block was used for the size 8 femur. The size 8 cut block was used for the size 8 femur, but the dial on the center of the block was set to +2 instead of 0, taking an additional 2 mm anterior and notching the femur. The target surface was not reached on the distal cut that left a high spot on the bone causing the component to go into extension, resulting in notching. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. Refer to the real intelligence cori for knee arthroplasty user manual (500230), cut guide placement section for instructions to use the distal cut guide. The user¿s manual states: ¿warning: ensure to follow the workflow for the femur and tibia bone preparation specifically. Using the cut reference blocks in the incorrect order, or not using the stabilizer block while making the distal femur cut, may resulting in improper implant placement of ligament stress.¿ the clinical/medical evaluation concluded: ¿although the clinical root cause could not be definitively concluded, user technique could not be ruled out as a contributing factor of the reported event. The patient impact beyond the reported > 30-minute surgical extension, lacerations (notching and over-burring) with modified surgical procedure changing from jii tka to lgn revision components could not be determined as it is suggested that anterior femoral notching may be linked to an increased risk of supracondylar femur fractures. It was reported that the procedure was successfully completed using the cori with manual instrumentation. The current patient status is unknown. No further medical assessment can be rendered at this time. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time. Corrected data: b5, h6 (health effect - clinical code, health effect - impact code).

Event description:
It was reported that, during planning for a journey tka surgery assisted by cori, the system did not showed the notch warning when the surgeon was planning the cuts and he surgeon did not adjust the implant position. The surgeon pinned the journey 5-1 block, used a saw and notched the femur anteriorly. As a result of the notched femur, the surgery was switched to a legion revision. The procedure was completed with the cori assistance with a significant delay. The patient was not harmed beyond the reported problem.